Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error alarm after being in the swimming pool. Customer's blood glucose was 6.8 mmol/l. A lot of water came out of the device when the battery was removed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The reservoir tube o-ring was inspected and no anomalies were noted. Device was not received with original battery cap. Device received with blank display due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Unable to verify critical pump error due to blank display. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, and damaged keypad overlay texture, severe corrosion on force sensor assembly, corroded motor home switch and slight corrosion in battery tube.